Event description:
"Dealer stated that the front riggings were bending in toward the floor. Dealer also stated that the seat was starting to split. These are the original footrest that were ordered with the chair. The seat the dealer stated was ordered on (B)(4) 2011. Warranty is on broken weld or cracked frames and parts such as the seat has a 6 month warranty."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 6895 serial number/date code (B)(4) is approximately 2 years and 6 months old. The owner's manual part number 1118394 rev b (feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.